Event description:
It was observed that during the device evaluation, the camera head exhibited water tightness lost due to damage on cable unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: due to damage on cable unit, the water tightness is lost, and pixel fault. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure expected or random component failure without any design or manufacturing issue. A review of the device history record - DHR found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.